Event description:
It was reported, that the patient presented to the emergency room with no capture in cardiac arrest. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Report related to: 2017865-2024-64716.